Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that it was detected at a routine check in the clinic, that the pt reacts badly. Testing revealed 2 channels with status hi and 9 channels with status sc? The implant could be felt very well and the skin over the implant was extremely thin. A fall cannot be ruled out. The pt was reimplanted on (B)(6), 2010.